Manufacturer narrative:
(B)(4) evaluation summary: the complaint device was returned for evaluation and found to have a scratch on the optic; however, the scratch meets current release criteria. Loose particulates were noted on the anterior surface of the iol as well as on the inside and outside of the well area of the lens case. The particulates could have been generated during the opening and closing of the lens case due to a tight fit. A lens case design change ws implemented to reduce the potential for lens case shavings. This case is of the old design. There have been no other complaints reported for this lot of product. (B)(4). This report was mailed to the FDA on: 09/17/2004.

Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed a scratch and a "fleck" on the iol. There was no pt impact associated with this event.